Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided pictures identified an articular surface that was removed. The articular surface shows signs of wear. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: psn fem cr cmt ccr std sz 11 r catalog#: 42502607002 lot#: 65277567; psn tib stm 5 deg sz g r catalog#: 42532007902 lot#: 65033356; all poly pat ve 35 mm dia catalog#: 42540200035 lot#: 65271101. G2 foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right knee revision approximately nine months post-implantation due to pain and instability. The tibial insert was removed and replaced.